Event description:
System is intended to verify that correct treatment parameters have been set and then automatically record that the treatment has been given. Part of the "record" process is to update the dose tracking records for the pt to accurately reflect the radiation dose administered throughout a course of treatment. Rptr also maintains a handwritten pt chart, including treatment parameters and dose tracking records. On 10/20/94, rptr's handwritten records indicated that a pt's prescribed course of 14 treatments was complete. However, a review of the computer records showed that only 13 treatments were recorded, with no record of the dose delivered on 10/19/94. Vendor personnel were contacted to examine rptr's database to attempt to determine what happened. They found a record of the treatment in the "vmi log", but not in the other locations where such a record should be listed. Therefore, the computer dose tracking records were not accurate. Had rptr relied solely on the computer dose tracking info, an extra treatment could have been erroneously delivered. Based on rptr's handwritten records, the course of treatment was ended at the correct time. According to vendor personnel, the vmi log records raw treatment data from the linear accelarator for each treatment. Then another computer process enters this data into the pt database. If a communication problem occurs at the point where the vmi data is transferred to the database, an error screen should display to alert the user of this; however this did not occur in rptr's situation.